Event description:
After 8 days of implantation, this pacemaker was explanted because of reported intermittent sensing and capture. In addition, it was reported that the set-screw mechanism on the pacemaker was not working correctly, reportedly it was stuck.

Event description:
After 8 days of implantation, this pacemaker was explanted because of reported intermittent sensing and capture. In addition, it was reported that the set-screw mechanism on the pacemaker was not working correctly, reportedly it was stuck.